Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the evaluation of the submitted log files; however, a specific cause for the low flow alarms cannot be conclusively determined. A specific cause for the reported cardiac tamponade as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 at 19:35:50 to (B)(6) 2020 at 13:08:55. There were numerous events where the calculated flow was below 2.5 lpm, resulting in 95 low flow faults and 61 low flow alarms. On (B)(6) 2020 from 1:02:10 to 1:13:22, there were 40 low flow alarms within a 10-minute interval. Despite these events, there were no other atypical events ¿ the only other events were associated with power cable disconnects and pi events. The pump appeared to operate at or above the low speed limit for the duration of the log file. The patient remained ongoing on vad support until they expired on (B)(6) 2020. The patient outcome was captured under MFR # 2916596-2020-04241. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16jul2020. The current heartmate 3 lvas IFU lists pericardial fluid collection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were low flows and the pump was seeing a reduction in blood volume. During the low flow event, the patient was in the ward without monitoring of vital signs. After the event, an echo exam showed cardiac tamponade. The day before, the routine echo showed no signs of tamponade. Surgical decompression was performed due to the tamponade. The patient remained unconscious as a result of postoperative sedation. After surgery, the patient was hemodynamically stable. The hospital is uncertain what caused the low flow state. Normal flow was restored by fluid management and lvad speed optimization.